Manufacturer narrative:
D4-device UDI- (B)(4). Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), approximately 4 years and 16 days after a successful transfemoral transcatheter aortic valve replacement procedure with a 26mm sapien 3 ultra valve, the patient underwent a valve in valve procedure with a 26mm sapien 3 ultra resilia valve due to stenosis and increased gradients.